Event description:
It was reported to gore by the patient that the dualmesh gore-tex patch was explanted five years post op because of infection. The patient is fine. Gore has made the decision to report this incident because it is seen as a reintervention.

Manufacturer narrative:
Method: no lot number information was supplied therefore a review of the manufacturing paperwork could not be performed. Results: the review of the manufacturing paperwork could not be completed because no lot number information was supplied. Note: without additional information, a meaningful investigation can not be performed. No additional information has been received to date.